Manufacturer narrative:
FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial, ide# (B)(4). The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device - 1 day.the patient remains on lvad support. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the lvad system was producing multiple low flow alarms in the operating room (or), despite re-opening and verification of placement of the inflow and outflow cannula. The vad coordinator confirmed that while the vad team was still in the or with the patient, the surgeon had tried to close the chest 3 separate times with need to reopen each time due to constant low flow alarms. The patient has body surface area of 1.5 and left ventricular end diastolic diameter (lvedd) roughly 5.5cm. The team had repositioned the pump after closing the chest once due to collapse of heart. Once the pump was repositioned, the surgeon secured the device to the chest wall. An extracorporeal circulatory support device (rvad) was placed that demonstrated stable flows and reduction in lvad low flows. The surgeon decided to leave the chest open. The patient was on .375 milrinone and 4 of epi. Blood pressure was normal per their guidelines and patient was in sinus, with the exception of a few premature ventricular contractions (pvc)s. The pa pressures decreased from baseline after lvad support was initiated. The patient continued to make urine and labs were normal. X-ray and tee showed good inflow positioning. The lvad speed hwas changed from 4600rpm-4800rpm with minimal change in flows. When the lvad speed was set to 4800rpm, the lv collapsed. The patient was transfused with a few units of packed red blood cells to raise hematocrit from 20 to 32 percent. As of (B)(6) 2018, the patient was doing better and the rvad had been removed and the chest closed. No additional information was provided.

Manufacturer narrative:
A full evaluation of the device could not be conducted as the device remains in use. A correlation between the device and the reported event could not be conclusively determined. The instructions for use warns that care should be taken to avoid orienting the inlet towards the interventricular septum as pump function will be compromised in the presence of inlet obstruction. This IFU also states that the low flow hazard alarm will be triggered when pump flow is less than 2.5lpm and explains that changes in patient conditions can result in low flow. Additionally, this document describes all alarm conditions as well as the appropriate actions associated with them. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.